Event description:
Customer was acting stranger so spouse performed a blood glucose test and received a result of 198mg/dl. The customer immediately passed out. The customer was taken to the hosp, at the hospital they checked their blood glucose and received a result of 14mg/dl. The customer was given a glucose IV, and the customer's blood glucose raised to 28mg/dl. A lab reading was taken and the result was 80mg/dl. Device reading was taken within 20 minutes of lab draw and result was 209mg/dl. No controls in use. A request was made for the return of the suspect device and replacement product was sent.